Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07095. It was reported the patient's leads had migrated. The event date is unknown. The patient went into surgery to have the leads repositioned. During the procedure, the doctor could not move the leads due to scar tissue. As a result, the doctor decided to explant the scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.